Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. The basal history shows the daily basal rate was changed on (B)(6) 2014 to 10.575u/per day. The total daily dose adds up correctly and reveals the users programmed basal rate. No alarms related to the complaint noted in the alarm history; only typical usage observed. The pump was exercised for 24 hour duration test; no errors, alarms or warnings occurred during this time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The report contacted animas on (B)(6) 2014 reporting that the patient had high blood glucose (bg) since they were admitted to the hospital. The patient¿s bg was >600mg/dl with vomiting, high ketones and dehydration. The patient was treated with insulin drip. Customer support (cs) reviewed the pump and alarm history, bolus, total daily dose, prime and suspension were all correct. The basal rate was found not to add to the basal rate settings for the a-1 weekday. Cs instructed the reporter that the patient discontinue use of the pump. This report is being made due to hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.